Event description:
Customer reported via phone call, the insulin pump had alarmed battery out limit. She took the battery out to stop the alarm and then reinserted it. When she was resting the time and the buttons stopped responding when she was inputting the year. Customer was advised to insert a new battery. She was able to input the time but when she attempted to access the menu the buttons failed to respond. Customer was advised to the device need to be replaced. The customer mother was contacted and informed about the situation. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. No frozen display noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No battery out limit alarms noted. The insulin pump passed basic occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.